Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the detachment of proximal ab delivery system catheter and conversion to brachial approach. The most likely root cause to the detachment was the nose cone becoming caught due to the off-label neck angulation of 64 degrees. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Device not yet received.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the procedure to reline a previously implanted graft, it was reported that the aortic body delivery system nose cone became caught on the proximal stent, and the catheter chassis detached upon withdrawal the device. The physician elected to convert to a brachial approach, and the catheter chassis was successfully snared and removed from the patient without incident. As of date of this report, no additional patient sequelae reported.